Manufacturer narrative:
Submit date: 2/19/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the syringe tip broke off when used with the bbraun non-venting dispensing pin.

Manufacturer narrative:
Submission date: 08/15/2018 an investigation was performed for the reported customer complaint: ¿the customer reported that the syringe tip broke off when used with the bbraun non-venting dispensing pin.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. A review of changes to product, process, and packaging has been conducted identifying no affecting changes related to this reported event. During the manufacturing of the syringe assemblies, control mechanisms are in place to prevent the occurrence and acceptance of the reported conditions during the molding, printing, assembly and packaging processes. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The actual device was not returned for evaluation. Without the device or a representative sample being provided, a more comprehensive investigation could not be performed. However, one (1) digital image (photograph) was provided from the customer. The photo did not depict the reported event. Upon review of the photograph, the following observation was noted: shows only the soft packaged lidding print of product information from b. Braun medical. The photograph also did not provide specific item information or lot number, which are required for identification of the device. At this time, there is not enough information to warrant the initiation of any further action. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.